Event description:
High thresholds were reported, indicating a possible lead fracture. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 47 cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. Approximately 35 cm distal to the is-1 connector pin the lead body was found squeezed, deformed and abraded through. In this region the inner conductor coil was found fractured. These damages are assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages, like the cuts into the insulation 24 cm distal to the is-1 connector pin and the at this location missing insulation, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.